Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads had broken off. Additional information was received that there was no lead fracture.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads had broken off.